Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. A scan noted that the patient¿s ivc filter had tilted, with multiple fractures and there was perforation of the ivc. The device was noted to have its superior tip 5mm caudal to the level of the left renal vein. The superior aspect of the ivc filter was shown to have 9mm medial tilt and 5 mm dorsal tilt relative to the relative to the long axis of the ivc. Further, the patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient¿s body. The following additional information was received per the patient¿s medical records: approximately eleven years post implantation, an axial CT of the abdomen was performed. The device was noted to have its superior tip 5mm caudal to the level of the left renal vein. The superior aspect of the ivc filter was shown to have 9mm medial tilt and 5 mm dorsal tilt relative to the relative to the long axis of the ivc. No significant perforation of the ivc was noted. No ivc strut fracture was seen. No ivc stenosis was identified. According to the information received in the patient profile form (ppf), the patient also reports suffering from anxiety. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The medical records received confirms the above reported filter tilt. However, these results do not confirm the reported fractures and ivc perforation. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. A scan noted that the patient¿s ivc filter had tilted, with multiple fractures and there was perforation of the ivc. The device was noted to have its superior tip 5mm caudal to the level of the left renal vein. The superior aspect of the ivc filter was shown to have 9mm medial tilt and 5 mm dorsal tilt relative to the relative to the long axis of the ivc. Further, the patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient¿s body. The following additional information was received per the patient¿s medical records: approximately eleven years post implantation, an axial CT of the abdomen was performed. The device was noted to have its superior tip 5mm caudal to the level of the left renal vein. The superior aspect of the ivc filter was shown to have 9mm medial tilt and 5 mm dorsal tilt relative to the relative to the long axis of the ivc. No significant perforation of the ivc was noted. No ivc strut fracture was seen. No ivc stenosis was identified. According to the information received in the patient profile form (ppf), the patient also reports suffering from anxiety.